Event description:
During a training class for service engineers, a student received an electrical shock when he touched a resistor while trying to troubleshoot the patient handling system (phs) control panel. He was taken to the emergency room and released shortly afterwards.

Manufacturer narrative:
This issue has been investigated by electrical engineering. They have evaluated the resistor and consulted with its manufacturer. They are currently working on a corrective action to ensure this issue does not recur. A notification was sent to all service personnel on 03/01/07 to inform them of this shock hazard, and to advise them to use caution around the 1r1 and 1r2 (inrush limit resistors) when servicing the phs control panel. This hazard does not pose a risk for operators or patients during normal operation of the system as the phs control panel is not accessible to the operator or patient.